Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable along with absence of display/image and damaged fiber bonding in the outer tube area. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error b31 along with absence of image due to broken video cable and damaged fiber bonding in the outer tube area of distal end was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a laparoscopic cholecystectomy. The procedure was completed using a similar device.

Event description:
It was reported that the rigid video scope exhibited b31 scope communication error. The issue occurred during preparation for use for an unspecified procedure. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.